Event description:
Event occurred regarding a 32 cm (13") ext set w/4-way stopcock, check valve, rotating luer where the customer reported a leak at the white connection of the fluorouracil tubing (mouthpiece) when disconnecting the peripherally inserted catheter (PICC) line connector. Patient treated on medical computer-adaptive test (cat) for suspected leak at the chemotherapy connection. They reported that there was no abnormality of the (PICC) line prior, and flushing was ok. As a result of the leak, there was partial administration of the dose, and unspecified contamination. They reported premature discontinuation of chemotherapy (interrupted on day 1). There was patient involvement, but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.